Event description:
It was reported that the patient presented to the hospital due to an unspecified emergency. The implantable cardioverter defibrillator (ICD), right atrial (ra), and right ventricular (rv) lead were explanted. Further information was requested but not received.

Manufacturer narrative:
The device was returned for evaluation without a specific complaint. The device voltage was above elective replacement indicator (eri) upon receipt. The device was tested on the bench and using automated testing equipment, and no anomalies were found.